Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event was stated to be a subcutaneous deployment. The angio-seal instructions for use (IFU) states after the arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous transluminal angioplasty (pta) of a left iliac artery of 6f angio-seal sts plus was selected for use. A contralateral approach from the right femoral artery was unsuccessful due to a high angle of the common iliac artery. The left femoral artery was punctured and the pta procedure was performed. At the end of the procedure, both arteriotomies were sealed with angio-seal sts plus devices. During deployment of the 6f angio-seal sts. Plus in the right femoral artery, the compaction marker was not exposed, but hemostasis was achieved. For the left femoral artery deployment, one physician inserted the locator assembly and withdrew it after locating the artery. The other physician inserted the carrier tube assembly, set the anchor, and tamped the collagen. The compaction marker was not exposed. There was no bleeding when the tamper tube was withdrawn. The suture was cut and bleeding occurred. Manual compression was applied for 30 minutes to achieve hemostasis, but a large hematoma had developed at the puncture site. The patient became hypotensive and was taken to the intensive care unit (ICU) where a blood transfusion was given. The patient was making good progress and the hematoma had reduced in size. No pre-deployment angiogram was performed; however, following the angioplasty, an angiogram revealed no arterial calcification and mild tortuosity at the puncture site. The representative was present for these physicians were in the training process. The physician alleged that the anchor had been deployed outside of the artery because the sheath position may have changed during the two physician deployment techniques used.